Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 566 mg/dl and 110 mg/dl on the advantage system. Based on the value of 566 mg/dl, pt reportedly delivered 10 units of humulin and 10 units of humalog. No resultant injury was reported. Reporter did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.